Event description:
Rptr was called to chf office to assist with a pt who presented with ventricular pacing at a rate of 170 ppm. He was unable to interrogate the device as was rptr (tried with 2 programmers). Rptr called st jude medical tech support and spoke with rep who quickly and easily talked them through the steps to reprogram the pacemaker's software and put it into a back-up mode of vvi 70. They were then able to test thresholds and reprogram to a ddd mode. Rptr mailed a disc to st jude which they downloaded from the pacemaker to assist MFR's engineers in determining the mechanism of the problem. MFR states it was a "memory corruption" in the software and should be ok now. Also there was no magnet response when magnet applied hoping it would pace at 98.6ppm "identification byte" corruption.